Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2158-70 serial #: (B)(4), description: linear lead with enhanced stylet, 70cm the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient underwent a lead revision procedure due to pain. The leads have moved and looped which hit a nerve root causing pain. The old leads were replaced with new ones. There was no device malfunction suspected. The patient was reportedly doing well after the procedure.